Event description:
It was reported that there was air in the tubing which occurred on the homechoice (hc) device during dwell 2 of 3, patient was connected. The home patient (hp) stated that they woke up during the dwell and noticed that the heater bag was disconnected. The hp stated that they pressed stop and reconnected the bag. The technical service representative (tsr) advised the hp to end therapy and the hp stated that they would use manual supplies to finish the therapy. There was no patient injury or adverse event associated with this report. This is report 2 of 2.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product during the dwell stage, where the home patient stated that the heater bag was disconnected. The home patient pressed stop and reconnected the bag. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies, and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted. (B)(4).